Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 1.5 years to 8 months remaining in a span of 1 year. Boston scientific technical services (ts) suggested to have the data sent for engineering analysis. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited longevity calculations from 1.5 years to 8 months remaining in a span of 1 year. Boston scientific technical services (ts) suggested to have the data sent for engineering analysis. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and a new device was successfully placed. No additional adverse patient effects were reported.